Event description:
A female consumer reported using j&j band-aid brand first aid cushion care gauze pads to cover her intertrigo surgery. Consumer stated she cleaned the area and covered the wound and applied a previously prescribed ointment from intertrigo surgery. Consumer stated the next day she woke up with an allergic reaction that was reddened and burned. Consumer consulted with her physician regarding her reaction and was told by her doctor to continue using the prescribed ointment on the area and to purchase another band aid product that had the film and to discontinue use of the product used that cause the reaction.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) j&j band aid brand first aid cushion care gauze pads 3x3 25ct USA 381371161263 381371161263 USA. Lot/ctrl #3123a. D4: UDI #:((B)(4)) upc #: 381371161263. Expiration date: na. Lot #: 3123a. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 11, 2023. Visual inspection was performed on the retain samples and all results met specification. H6: health effect clinical codes: e0402 also refers to consumer alleged about "allergic reaction with redness and a burning sensation & quot;. E2402 refers to consumer "intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.